Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation showed noise on right ventricular channel. There were ventricular tachycardia and ventricular fibrillation episodes which could be referred to the noise on right ventricular channel. The lead was replaced. The patient condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.